Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that a shift/system check was done while the device was attached to the patient. There was no impact to the involved patient. Note that the test shocks deliver 5 joules of energy.